Event description:
It was reported that the pump exhibited a positive supply background test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed there was no significant damage to the pump. A review of the event history log identified positive supply background test in the history. During the functional testing using power up process and checking positive supply voltage in diagnostics menu was unable to duplicate the reported issue. The root cause of the reported issue was the customer did not recharge battery pack after depleting it. Action performed to correct the reported issue was charging the battery.